Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the ablation surgery that a probe broke during a case as part of the iis allume study (nw-2017-01). A pr15 needle was used to target a right upper lobe lesion. The needle tested normally before use and advanced easily into the target lesion. Once it was in position, however, it was felt that the connection between the hub and the needle had become loose, and the hub had become separated from the needle . There was no unusual tension or torquing of the hub or on the cables. Only one person was manipulating the needle. Given this, the needle was removed from the patient in its entirety and a new pr15 probe was used for the procedure. No harm came to the patient, and the procedure otherwise went smoothly.